Manufacturer narrative:
Two (2) sherpa favored angle polyaxial screws [product codes: 1883-19-318 and 1883-19-316] was returned to the complaints handling unit (chu) for evaluation. Visual inspection for the other polyaxial screw [product code: 1883-19-316, lot number: akccck] could not confirm the reported complaint. There were no damages (fracture) and/or product failures evident with the screw. Therefore the complaint code will be changed from broken: postoperatively to no product failure indicated and as such a review of the manufacturing records and trending are not required. No product failure indicted, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is about a revision due to the breakage of screws (mountaineer). The screws in question were implanted on (B)(6) 2012 in the patient with atlantoaxial instability in down syndrome ((B)(6) female) during the spinal fusion procedure ranging from occipital bone to c3. At the follow-up visit on (B)(6) 2013, c3 screws were found broken, but the surgeon took a wait-and-see approach because the patient had no pain. Later on (B)(6) 2015, the patient visited the hospital complaining of pain, so the surgeon decided to conduct a revision surgery on (B)(6) 2015. The state of bone fusion has not been confirmed yet at this point.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.